Manufacturer narrative:
No deformations or damages identified as a result of the manufacturing process. Hex has broken off in a pattern consistent with a brittle fracture. We are unable to identify the root cause for this fracture because we are missing the screw and the crown and thus missing information. The fracture pattern is consistent with a force acting on the passive hex, which is not designed to take force in the system, causing the hex to fracture with a brittle fracture. The brittle fracture pattern indicates that this was fractured in use when a large force instantaneously acted on the system. This force would have also acted upon the screw, either causing it to fracture as well or deform. Because of the missing components, we can not differentiate the root cause. The implant connection collar does not appear to be over polished or grinded, so this fracture could have been caused by any combination of the follow issues: screw loosening (under-tightening, over-tightening, material in the screw threads) or excessive cantilever of the crown.

Event description:
Abutment hex fractured.